Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that the transducers are getting wet during treatment. The staff continues to change during treatment. Upon follow up, the nurse reported that this issue has been occurring for three weeks at the beginning of treatment and also throughout treatments. The 2008t machine produces a tmp high alarm when the issue occurs. The facility uses fresenius dialyzers for treatments. There have been no external leaks observed and no blood loss to patients. In addition, to loose transducer protectors causing venous pressure changes the bloodlines also break easier now. The nurse confirmed there was no patient injury, adverse event, symptom, and no medical intervention was required as a result of the reported events. The patients completed treatments after being re-setup with old-style transducer protectors on the same machine. Nothing was noted during priming and there have been no changes or disruptions in pressure that would have caused the issues. The nurse reported that the actual samples have been discarded but a companion sample is available to be returned for physical analysis.